Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on november 2, 2017. The probe was broken at 9 mm from the distal end. The broken probe tip was not returned to omsc. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed from the scratch mark as the starting point. The coating of the probe was missing. The manufacturing record was reviewed and found no irregularities. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred and the coating of the probe was missing since the user output the device in seal & cut mode contacting with metal or surgical instruments. The crack developed from the scratch mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken off when the user applied loads to the probe. The instruction manual of the device has already warned as follows: warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. The probe of the subject device fell off inside the patient. The fallen probe was retrieved from the patient. There was no patient injury reported.